Event description:
The facility stated that the surgeon implanted a aqz003v 3 piece silicone lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens. No suture was required to close the wound. It was unable to provide the injector and cartridge model and lot numbers.